Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Continued: e.1. State: on zip code:(B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture, confirmed via MRI. Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed two openings assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases, wear abrasion and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Healthcare professional reported left side rupture, and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.